Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer had blood at site due to sensor site issues and customer was referred to healthcare professional. Customer¿s blood glucose was 60 mg/dl. Customer states the site was not actively bleeding. Sensor will not be returned for analysis.